Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the ruby coil pusher assembly bent as the hospital tech was pulling the ruby coil out of its hoop. The damaged ruby coil was found prior to use and was not used for the procedure. A second ruby coil was opened for the procedure; however, it was not implanted into the patient because the vessel was not sized correctly by the physician. There were no issues with the second ruby coil and it was ultimately not used after it was opened. The procedure was completed using new ruby coils.